Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 7.0mmx19mmx150cm express® sd renal/biliary stent was selected for use to treat the lesion. However, while inserting the stent into the sheath, the stent came off of the balloon. The balloon and the stent had to be pulled out and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.